Event description:
I am having a hysterectomy to remove an essure birth control device that is causing pain and bleeding. "Echogenic linear structure which appears to course into the right fallopian tube and extends into the uterus protruding into the right fundal fibroid."